Event description:
As reported by the edwards field clinical specialist, during a transapical tavr procedure, post sapien valve deployment the patient developed a left bundle branch block (lbbb) with resulting hypotension and central aortic insufficiency (cai) with a possible motion restricted leaflet. Balloon aortic valvuloplasty (bav) was performed with an edwards 20 x 3 bav balloon under rapid ventricular pacing (rvp) without issue. The patient recovered quickly from pacing. The 26mm sapien valve was positioned across the native aortic annulus. Rvp was initiated for valve deployment but it did not reduce the patient¿s systolic blood pressure (bp), so rvp stopped. The patient¿s systolic bp returned to the 90's. Another attempt to deploy the valve under rvp was made and the patient¿s systolic bp dropped below 50. The sapien valve was deployed with a final position of 65:45 aortic. Immediately after deploying the valve, a new left bundle branch block (lbbb) was noted. The patient¿s systolic bp was 50-60, and on echo the sapien valve appeared to be non-functional. Epinephrine was given and cardiopulmonary resuscitation (CPR) was initiated to circulate the medication. An angiogram was performed, which revealed wide open central aortic insufficiency (cai). Approximately 4-5 min of CPR was given and the plan was to put the patient on cardiopulmonary bypass (cpb). Prior to cannulization for cpb, the patient responded to the epinephrine and the systolic bp was 160-180's. Echo revealed a fully functioning sapien valve with no pvl or cai. At this time, the ascendra delivery system was removed from sheath. Inadvertently, while allowing the patient to stabilize, the 26fr sheath was removed from the apex. Rvp was initiated to close the apex. During this time a small tear in the left ventricle was noted , cannulas were placed and cpb was initiated for apical repair. Apical repair was performed without issue. While weaning the patient off cpb it was noted that the systolic bp was low, 60-70's and by echo appeared that the right ventricle was not functioning. Cpb was initiated once again. It was decided to place an intraaortic balloon pump (iabp) prior to weaning the patient off cpb. Iabp placed and the patient was weaned from cpb without issue. The patient was stable at this point with a final bp of 124/48. The patient remained intubated with iabp in place and was transferred to the intensive care unit (ICU). The patient was noted to be extubated and doing well one day post tavr. The lbbb resolved without treatment. The native aortic annular diameter was 23.8mm by tee and 20mmx27mm (area 497) by CT. The native aortic valve was moderately calcified. The aortic root was mildly calcified. The patient¿s ejection fraction (ef) was 55-60%. The image intensifier angle and the coaxial alignment of the valve and delivery system were both described as good. During deployment, ventilation was held and there was no loss of pacing capture. Per the implanting physician, the perceived cause of the intraoperative hypotension and resulting cai was that the patient's systolic bp ran too low for the entire procedure. The physician reported that the patient¿s bp should have been 100-120 systolic prior to rvp.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. Per the instructions for use (IFU), hypotension and valve regurgitation are potential adverse events associated with the overall tavr procedure, including vascular and apical access, use of angiography, balloon valvuloplasty, use of conscious sedation and/or general anesthesia, and the bio-prosthesis implantation. Patients undergoing the tavr procedure can be non-operative or high risk, have complex medical histories and multiple co-morbidities. Patient risk factors for hypotension include low ef, cad, chf, arteriosclerosis, hypovolemia, and anemia. Additionally, these patients are routinely administered multiple vasoactive drugs during the procedure and are intentionally made hypotensive, utilizing rapid ventricular pacing, to facilitate accurate valve deployment. As a result of these factors, intra-operative hypotension is very common and is treated with standard therapies, including vasoactive drugs. It is also not uncommon to initiate brief chest compressions or cardiac massage to facilitate distribution of these vasoactive drugs. In some cases, these standard maneuvers are not adequate, and initiation of cardiopulmonary bypass (cpb), insertion of iabp, and/or conversion to open surgery is required. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. As a precaution, the thv training manuals instruct the operator to 1) minimize the number and duration of rapid burst pacing episodes, and 2) allow sufficient hemodynamic recovery before initiating another episode of rapid pacing. Additionally, per the IFU, conduction system injuries (heart block) which may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, deployment of the prosthetic valve, and the overall tavr procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the tavr procedure. According to literature review, and as documented in an edwards clinical technical summary for complaints-conduction disturbances/heart block, atrioventricular conduction disturbances after tavr are associated with many patient related and procedural related factors, including pre-operative co-morbid status, the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. The edwards sapien transfemoral delivery system training guide instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Factors that can contribute to impaired leaflet coaptation include over inflation of the deployment balloon and native leaflet overhang. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether sapien valve performance will be impaired. The cause of the reported lbbb and intraoperative hypotension in this case cannot be confirmed; however, in addition to the procedure itself, the patient¿s significant underlying heart disease in combination with, anesthesia, procedural medications, and inadequate management of the patient¿s bp during the tavr procedure (the physician noted that the patient¿s bp was too low for the entire procedure and should have been 100-120 systolic prior to pacing) , may have caused or contributed to the events. The slow recovery of bp following rapid pacing likely lead to a delay in obtaining an adequate pressure to mobilize the sapien valve leaflets, causing the cai, as evidenced by the sapien valve functioning properly with no cai once the patient¿s bp stabilized. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.